Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) time clock was not working properly and the carelink system displayed an incorrect date in the patient file. Carelink showed the date of the last transmission as (B)(6) 1994, while console tools indicated a transmission from (B)(6) 2025. A transmission was sent, and the patient confirmed the current date, but carelink continued to show the wrong date in the file. Carelink technical support advised that the device time clock was not functioning correctly andinstructed the patient to visit the doctor's office to review the device time. The patient was transferred to patient services for further questions about electronic devices and was contacted again to confirm the need to visit the doctor's office for device time review. The leadless ipg remains in use. No patient complications have been reported as a result of this event.